Event description:
Nellcor received a report from a dme that supplied a nellcor npb-40 to a skilled nursing facility. The facility reported that the device had been used as a spot-check on a pt that had expired. The person from the facility that reported the incident stated that they believed that the monitor may not have been reading correctly. It was further reported that when the monitor involved in this report was returned to the dme, the dme's respiratory therapist test the unit, and indicated it was reading properly.